Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. Additional information was requested but not provided. The device was returned, however not received for evaluation. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. The plug was swollen and was completely obstructing the distal end of the delivery shaft, including the indicator wire port where the indicator wire is expected to deploy once the guard is locked. No additional anomalies were noted during the visual inspection. The functional deployment simulation could not be performed, as the swollen plug obstructed the distal end of the shaft and prevented indicator wire advancement. As a result, the indicator wire could not deploy, and the simulation could not be completed. The plug was manually removed for further inspection, which revealed that the lumen of the indicator wire port was also obstructed. A high-magnification microscopic evaluation was performed to assess the internal mechanism of the device before and after the guard was locked. No abnormalities were observed in the internal mechanism prior to attempted deployment. However, after the guard was engaged, a kink in the indicator wire deployment mechanism was observed. This condition was attributed to the obstruction within the distal end of the shaft, which prevented proper advancement of the indicator wire. A product history record (phr) review of lot 18272910 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿indicator window-no change to indicator¿ could not be observed through analysis of the returned device as functional analysis to change the window could not be performed. However, an additional condition of the device was noted during functional analysis of ¿indicator wire-deployment difficulty-unable¿ since the wire could not be deployed during functional analysis. The exact cause of the issue experienced by the user could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event, especially since the indicator wire cowling of the received device was not depressed and the indicator wire was not deployed. As there were no issues noted during depression/locking of the cowling during functional analysis, it is unknown what issue the customer may have been experiencing. If this device was used during the reported event, the cause of the issue experienced would be user error, as depressing the indicator wire cowling is required to deploy the indicator wire, allowing it to engage with the vessel during retraction in order to change the indicator window. Additionally, during functional analysis of the returned device, it was noted that the indicator wire could not be deployed when the cowling was depressed into the handle. Upon further inspection, it was found that the swollen plug was obstructing the indicator wire port, which in turn resulted in a kinked condition of the component within the handle of the device when wire deployment was initiated. However, as it is unlikely that the condition of the dried/swollen plug would have been experienced during use in the procedure, it is unlikely that the customer would have experienced this indicator wire deployment issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU also cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, phr review, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 18272910 presented no issues during the manufacturing process that can be related to the reported event.